Event description:
At the age of (B)(6) I had breast implants in. Then by age (B)(6) I had breast cancer. Not long after the implants were put in I started having lots of different symptoms. Tiredness, headaches, depression, chronic fatigue, and the list goes on. After the breast cancer, my doctor talked to me about reconstruction using silicone implants to do the destruction. I was told they would last forever. But in less than 8 months after everything was done, the final implants ruptured on both sides and the doctor didn't know why or how. By this time, I was (B)(6) and had finished with my chemotherapy. I look back now and see how stupid I was to have gotten breast implant in the first place. From there he replaced them. Then in about 1994, I was just getting sicker and having a lot of sharp shooting pains and burning sensation again in both the breast implant areas. Finally after getting health insurance again and it taking 3 drs' running test, I finally had surgery again and both implants were ruptured again. So I really don't know how long they had been ruptured at that time, now I have in saline implants and no insurance to get them out and my health is getting worse everyday. I have chronic fatigue, muscle pain, irritable bowel syndrome, constant nausea, severe depression, mood swings, and I think it's time someone takes over and fix this problem because women are dying every day because of these breast implants and they should be taken off of the market. This has ruined my life and I am now (B)(6) with not much to live for anymore I've been through about suicide and I don't want to see anyone else go through this pain. Please put a stop to this madness. I have no insurance and no way of getting any help. I'm too sick to work as many women suffer from this condition.